Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation, as it has not been explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A surgeon reported that he is concerned that a male patient, who underwent sternal plating on an unknown date in late (B)(6)/early (B)(6) 2016, may have a screw starting to work its way out of the bone and plate. Per the surgeon, the patient is currently being monitored. This report is for an unknown screw. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had coronary artery bypass graft CABG last year. Nine months later he had to have two sternal wires removed and a sternal plate placed due to fractured sternal wire, sternal pain, and movement. The next day it was noted that a screw had lifted. The patient declined a revision procedure to remove it. He was seen in office a month later and the screw was still lifted but had not worsened. The plan is to continue to watch it and possibly have it removed if it continues to be a problem.